Event description:
The hosp reported that acute stent thrombosis formed after implantation.

Manufacturer narrative:
The device in question will not be returned to boston scientific because it has been implanted (implant date 06). Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.